Event description:
Operator reports a leak coming from the deionized water bottle into the analyzer with a small amount leaking onto the floor. No one was harmed. No patient samples were involved. The field service representative determined the cause to be a leaking water bottle and replaced the bottle. The field service representative verified analyzer operation.